Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that programmer was not working. Patient was unable to find batteries for patient programmer. Patient was directed to call back when she has some batteries in order to perform troubleshooting. The patient reported that the therapy stopped helping about one year after she received the implant. The patient reported that not feeling stimulation. The patient has decided that if implantable neurostimulator (ins) has depleted, she was not going to have it replaced. The patient called back and stated the patient programmer (pp) now turns on after she put new batteries in. The patient tried to synchronize with and without antenna and they got the poor communication screen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation . Additional information indicated patient continued to report stimulation stopped controlling symptom. Patient stated in the beginning it was working fine but then it stopped working. It started 2 years after implant that patient stim stopped working. Additional information was received from the patient. They stated the ins does not work and was not connecting. It was just there doing nothing. No patient complications were reported as a result of this event.